Manufacturer narrative:
Based on the reported details of the procedure, it is plausible that the air embolus discovered within the left limb of the endograft during completion angiography was related to the heli-fx guide. An eval of the returned device did not demonstrate any product defect or damage, therefore, the relationship cannot be definitively confirmed.

Event description:
Heli-fx endoanchors were being used prophylactically in a primary aaa. A 23mm proximal diameter gore excluder endograft was placed within an angulated aortic neck measuring 15mm long and 20mm in diameter. The main body of the bifurcated endograft was placed from the pt's right leg. Heli-fx devices were placed from the pt's left leg. After placement of the four planned endoanchors, the heli-fx products were removed. Arteriography was performed and there was good proximal seal without an observed endoleak. The final image showed a pocket of air within the left iliac lumen of the endograft. A pigtail catheter and sheath were used to remove the emboli via suction, and approximately 150cc of blood was also removed during the removal of the air. The pt displayed no symptoms related to the air and had no reported adverse reaction to the minor blood loss associated with the removal of the air embolus. Post-procedure, the operating physician indicated that during endoanchoring, while removing the heli-fx applier from the heli-fx guide, a sound was audible from the guide's valve. In at least one instance, when removing the applier from the guide to reload it with the next endoanchor, the guide's tip was deflected and flush against the graft/aortic wall, potentially creating a vacuum within the guide as the applier was withdrawn.